Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached battery depletion prematurely. P-wave undersensing was also observed on the right atrial (ra) lead. The device is planned to be explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.